Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. An hcp reported a sensor scan of 2.6 mmol/l when compared to an hcp meter blood glucose result of 26 mmol/l. The customer experienced symptoms of dizziness, nausea, and a loss of consciousness and was unable to self-treat. The ambulance was called and upon their arrival, the customer was diagnosed with hyperglycemia and an unspecified treatment was administered to lower the customer¿s blood glucose. No further treatment was reported. There was no report of death or permanent impairment associated with this event.